Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic totally extraperitoneal procedure, the little ring came loose from the device. The ring did not fall into cavity but stayed stuck on the trocar. Another device was used to complete the case. There was no patient injury.